Manufacturer narrative:
This report is filed november 17, 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain and skin irritation at magnet site, however the issue could not be resolved; subsequently the patient was treated with topical antibiotics (date and duration not reported). The implanted device remains.